Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other six perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that bilateral suture placement in the heavily calcified right common femoral artery (rcfa) and left common femoral artery( lcfa) were attempted with seven proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, four proglide devices were attempted in the rcfa and cuff misses occurred. Additionally, three proglide devices were attempted in the lcfa and cuff misses also occurred. The sheath in the rcfa was upsized to a 16f. The sutures of two new proglide devices were successfully pre-placed in the lcfa and the sheath was upsized to a 18f. The aaa procedure was completed. Manual arterial compression was applied to achieve hemostasis in the rcfa. Hemostasis in the lcfa was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.